Event description:
It was reported that a patient¿s device was only working a quarter of the time and it had been doing this for the past couple of years. She didn¿t feel the ¿twinge¿ anymore and it wasn¿t very strong. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v002818, implanted: (B)(6) 2006, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).